Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 3 was failed. A field service engineer while on site, a failed storage icon was observed on the station, but no items were listed under the failure storage list. Demonstrated to the customer how to force fail an item via the recover storage space list. Once listed under failures, the device was recovered. The door was tested multiple times and hardware functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.